Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer had earlier received a low battery reading and went through a few batteries. The customer's insulin pump, by the time of the call, was dead. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer further stated that the battery cap had some corrosion on it. The customer was advised that the battery cap would be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions until the battery cap arrived. The customer did not return the insulin pump for analysis.